Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following additional findings: there was water leakage in the main unit imaging, flooding in the video connector, corrosion on the scope mount, and a crack on the video connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the video connector was cracked and could not be kept airtight, resulting in the air leakage. Since air leakage is occurring at the video connector, it is possible that moisture may have entered the interior. Therefore, it is assumed that the main unit image capture and the video connector were flooded. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had air leakage from the connector section. There were no reports of patient harm.